Event description:
Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration.